Event description:
It was reported that the patient was seen in the hospital for unrelated health issues. Upon interrogation, multiple episodes of noise reversion were noted due to ventricular noise. The ventricular lead also exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation anomaly was noted at 16.7 cm to 17.2 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The abrasion found was most likely contributed to the reported complaints from the field.